Event description:
As reported by the field sales representative, during a transfemoral tavr procedure of a 23 mm sapien 3 ultra valve, the patient appeared to experience premature ventricular contractions (pvc) or a loss in capture during deployment of the valve. This caused the valve to be malposition. The valve was unstable in the annulus and there was moderate to severe paravalvular leak (pvl). A second 23 mm sapien 3 ultra valve and delivery system was prepped. As the valve was being delivered to the annulus, the first valve had embolized to the ascending aorta over the second delivery system. This occurred when the second valve had crossed into the left ventricle. The medical team made a decision to deploy the second valve across the native annulus. The second valve was deployed and embolized into the ascending aorta. The patient was stable and access for the wire and delivery system were maintained for both valves. It was decided by the medical team to upsize to a 26 mm sapien 3 ultra valve believing the previous valves were undersized. A right ventricular pacing wire was placed from the left groin whereas for the first two valve deployments, the pacing was through the delivery wire. The third valve was deployed successfully with good pacing capture. The two previous 23 mm valves were 'crushed' against the ascending aortic wall with a non-edwards balloon and then trap them to the aortic wall with a non-edwards stent. However, by echocardiogram, an aortic perforation was seen. A pericardial effusion was also noted and a pericardiocentesis was performed. After 10 minutes and giving the blood back through the sheath, the patient went asystole and cardiopulmonary resuscitation (CPR) was performed. As the patient was a non-open salvage, the medical team stopped and patient unfortunately passed away.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2022-04414. The investigation is still ongoing. Device not available for return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been updated: section h6 (type of investigation, investigation findings, and investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Additionally, no relevant imagery and medical records were provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Additionally, it does not allege a labeling issue or device related infection. Therefore, no device history record (DHR) review or lot history review are required. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU and training manuals, to manage aortic embolization, maintain guidewire position through embolized thv so it does not flip. Assess patient hemodynamic stability. Pull embolized thv across arch as far as possible and deploy. Secure embolized thv in aorta. Consider stabilizing thv with additional stent. Consider second thv if aortic regurgitation (ar) is severe and patient unstable. Note: do not fully inflate balloon due to risk of aortic dissection. Additionally, device embolization is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve embolizing into the aorta was unable to be confirmed due to unavailability of returned device, relevant imagery, and medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the valve was deployed and embolized into the ascending aorta.' Without relevant imagery and further information, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the 'crushing' of the two previous 23mm sapien 3 valves implanted against the ascending aortic wall with a non-edwards balloon and then trapping them to the aortic wall with a non-edwards stent caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.